Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is possible risk or situation that may be associated with the use or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported following a percutaneous procedure a 6f angio-seal sts plus device was deployed in the right common femoral artery successfully. Three days later, the patient developed a hematoma at the right groin site and went to the emergency room for evaluation. An ultrasound confirmed a pseudoaneurysm was present. Compression was applied and the hematoma was suppressed. With no other complications. The patient was reported to be doing well and was recovering.